Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient representative reported that patient was playing with their handset and saw a message saying the therapy was off. Pt rep said that pt had been fidgety and had been feeling so tired so pt rep thinks pt's therapy had been off for a couple of days. The circumstances that led to the reported issue were asked but unknown. Ps made outbound call to facility that patient lived in while pt rep stayed on the line. The patient's therapy was off, care giver assisted patient in turning therapy back on. Implant battery was charged sufficiently.